Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had no capture even at maximum output. It was confirmed that the rv lead was dislodged as found in the fluoroscopy. The patient¿s reported of having twitching and micro-shocks due to the ongoing threshold test performed the field representative. A revision procedure was performed in which the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.